Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
Beric, a., kelly, p.j., rezai, a., sterio, d., mogilner, a., zonenshayn, m., kopell, b. Complications of deep brain stimulation surgery. Stereotactic and functional neurosurgery. 2001; 77(1-4): 73-78. Summary: although technological advances have reduced device-related complications, deep brain stimulation (dbs)surgery still carries a significant risk of transient and permanent complications. We report our experience in 86 patients and 149 dbs implants. Patients with parkinson's disease, essential tremor and dystonia were treated. Reported events: [male ¿ pd] 1 patient underwent deep brain stimulation (dbs) placement for parkinson¿s disease and experienced perioperative intracranial hemorrhage. The patient became confused and lethargic during microelectrode recording. The procedure was aborted at this point, a CT scan was performed and bleeding along the electrode tract and a 1-cm clot within the subthalamic nucleus (stn) were noted. The patient was treated conservatively. At discharge from the hospital, his parkinson¿s disease symptoms were improved when compared to preoperative condition, and remained improved at last follow-up examination 26 months later. However, the patient¿s speech was noted to be more dysarthric than preoperatively; this was noted to be persistent sequelae. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.